Manufacturer narrative:
Concomitant products: 694765 lead implanted: (B)(6) 2008; ddbc3d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the patient fell approximately five months ago and the pacing threshold on the patient's right ventricular (rv) lead was high after this event. The function of the rv lead was switched to another implanted rv lead and the initial rv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.